Event description:
It was reported pt experienced headache, nausea, and paresthesias on the left side of her face. Pt stated symptoms started on (B)(6) 2010 and had gotten worse as the week progressed. It was also reported pt had pain at the pump site. Pt stated she felt "the inside of her body burning or being on fire". Pt noted that her pump had given her trouble since implanted and that it took 3 surgeries to get pump. Pt stated her symptoms were similar to how she felt when her pump leaked. Pt indicated pump was scheduled to be explanted (B)(6) 2010. Pt was not aware that hcp was decreasing her dosage in preparation for the explant. Pt was advised to contact hcp regarding symptoms, which she had not addressed with hcp. At the time of this report, no further details were reported. Additional info was requested, and will be provided when available.

Manufacturer narrative:
(B)(4).